Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, foamy effluent, and poor sleep. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to possibly be due to hot tub/pool usage. On unreported date(s), the patient was treated with cefazolin for two weeks (route, dosage, frequency, and specific dates of duration not reported) for the peritonitis event. Physioneal therapy was ongoing. After two days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.